Event description:
The fse reported a communication failure error message and the system was not operational. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.